Event description:
Caller alleged discrepant results compared with the lab. Results as follows: patient: 1, inratio: 3.9, lab: 5.9; patient: 2, inratio: 3.2, lab: 2.5; patient: 3, inratio: 3.5, lab: 3.8.

Manufacturer narrative:
Discrepant results: patient: 1, inratio: 3.9, lab: 5.9; patient: 2, inratio: 3.2, lab: 2.5; patient: 3, inratio: 3.5, lab: 3.8. Investigation pending.